Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: dr. (B)(6) had a pt experience "chemical meningitis induced cerebral infarction" after using duraseal initially. So, the physician wondered whether duraseal might be the cause. After researching this, the physician has continued to use duraseal without any problem. The physician concluded the cerebral infarction was caused by something else.